Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the tip of the blade broke off. The procedure was completed using same like device. There were no patient consequences reported. The device will not be returned.